Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 29ga 1/2in bls 500 (B)(4) needle hub separated. The following information was provided by the initial reporter: as the nurse prepared to administer insulin to the patient, she examined the syringe and found that the needle could not draw air.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9322633. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200852871, 200852413] noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported that syringe 1.0ml 29ga 1/2in bls 500 china needle hub separated. The following information was provided by the initial reporter: as the nurse prepared to administer insulin to the patient, she examined the syringe and found that the needle could not draw air.